Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket had failed and required maintenance. A field service engineer (fse) addressed an issue where drawer 3, sub-drawer 1, pocket e1 would not open due to a visible medication jam in the legacy cubie pocket. The fse removed the jam by breaking the cubie pockets, and client successfully reloaded the pocket into another station, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pocket required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.